Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5054-52 lead, implanted: (B)(6) 2004; 2187-75 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right atrial lead had a pacing failure and undersensing was also noted. The lead was confirmed via x-ray to be dislodged and it was also severed, possibly due to excess pressure in the subclavian vein. The lead was explanted and replaced. The patient is a participant in the post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.